Event description:
We were coding the patient and he was very oozy from his mediastinal incision. Patient was receiving multiple rounds of shocks and needing defib pads changed. On the final set if defib pads patient's chest was wiped, pads immediately placed and shocked delivered. There was then a spark on the patient's chest. Shortly after time of death was called. Smell of cauterized skin noted and when defib pads removed, we noticed a tiny wire sticking out of pads. Pads saved and placed in pcc office for cns. Cns gave pads to company rep for evaluation. Cause of death was not due to arc and there was no visible burn mark on skin.